Event description:
It was reported that patients spinal cord stimulator lead had migrated. The patient underwent a spinal cord stimulator lead replacement procedure and was doing well post operatively. The explanted device will not be return as it was kept at the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(6); batch: 7142771. Additional suspect medical device component involved in the event: product family: scs-lead fixation; upn: m365sc43180; model: sc-4318; batch: 32804075.